Event description:
User facility medwatch mw5161847 report received stating: (B)(6) was notified of the adverse event described below. After evaluating the information received; (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by (B)(6). Following 21cfr803.22, we are hereby submitting (B)(6) notification of the event to cdrh. As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic the proglide and angioseal failed. Vascular intervention by wire and balloon was performed due to partial sfa occlusion. There was no allegation of any (B)(6) device that caused the event. Reference report mw5161848. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided.